Event description:
The customer reported via phone call indicating that the insulin pump alarm an a33. Customer's blood glucose was 11.0 mmol/l. The customer was treated with manual injection. Customer stated insulin is squirting out during manual prime. Customer stated also that the drive support cup is protruded. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer stated that their is no need to troubleshoot for battery out limit due to device being without battery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.